Event description:
Customer called reporting that she had observed a leak from the closed-tube aliquoter (cta) sample syringe of a synchron lx I 725 system on (B)(6) 2011. Customer attempted to replace the syringe but broke a coupling valve during the attempt. No erroneous results were generated or reported out of the lab.

Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(4) 2011 and performed a routine service repair by replacing the cta sample syringe. Repair was then verified per established procedure. Customer has not contacted beckman coulter with request for further assistance. (B)(4).